Manufacturer narrative:
Eval summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. A malfunction of the product has not been indicated. Not enough info was provided for further investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported a hole in the capsule occurred during an intraocular lens (iol) implant procedure and that they were unable to use the lens. No specific event details were reported. Add'l info has been requested.